Event description:
It was reported that on (B)(6)-2011, patient presented with a pre op diagnosis of degenerative disk disease l3-4 with foraminal stenosis. Patient underwent the following procedures:1. Anterior lumbar interbody fusion l3-4; 2. Insertion of biomechanical device, l3-4; 3. Decompression and bilateral foraminotomy; 4. Non pedicle screw instrumentation l3-4; 5. Fusion using rhbmp-2/acs and tricalcium phospate. It was reported that during decompression, a pin point incidental durotomy was encountered. This was covered with a duragen patch and sealed with duraseal. Patient was sent to pacu in stable condition. (B)(6) 2011: sensation in the lower extremity is decreased at l4 and l5, right, mild. Motor strength is normal bilaterally. Straight leg raising in lyin gat 30 degrees produces back pain. No radicular pain. X-rays with good position of implants. No loss of disc space height. Fusion progressing (B)(6) 2012: x-ray showed good arthrodesis at l3-4 (B)(6) 2012: CT scan: sacroiliac joint dysfunction, right and arthrodesis, l3 through the sacrum (B)(6) 2013: CT scan showed fusion is solid at l3-4, pedicle screws are in proper position, arthritis within the sacroiliac joints ¿ most likely causing the pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.